Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint (persistent errors c-34 on erbe). The iesu generator was analyzed and found (c-54/c-00/m-31 errors) were present in the logs. Upon visual inspection, the unit was found to be in good condition. The complaint of getting persistent errors was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. This complaint is reportable malfunction event due to the following conclusion: the erbe was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had persisting error c-34 on the integrated electrosurgical unit (iesu/erbe). The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the customer already powered cycle the erbe, still the error remained. The tse informed the customer to use force triad erbe and noted that this is the only one generator approved and validated to use with xi. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.